Event description:
Reportable based on analysis completed on 11/17/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. The 2.50x12mm taxus liberte stent delivery system (sds) could not cross the 99% stenosed lesion in the severely tortuous left anterior descending (lad) artery. The procedure was completed with another of the same device. There were no patient complications and the patient condition was listed as "good". However, the returned analysis of the 2.50x12mm taxus liberte stent revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. One strut on the first row from the proximal edge was raised distally. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen; therefore, indicating the device had been used in vivo. The manufacturing records were reviewed and no issue or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).